Manufacturer narrative:
Date of event is unknown. 510k: this report is for an unknown spine screws. Part and lot numbers are unknown; UDI number is unknown. Product has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility and contact information is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) procedure at the c4-c7 levels on (B)(6) 2018. The patient was implanted with one (1) vectra 51mm plate, three (3) unknown 7mm spacers with central lumen, and one (1) 1cc vivigen pouch. Postoperatively, on (B)(6) 2018, the patient presented with difficulty swallowing, and on (B)(6) 2018, the patient presented with swelling in the neck. As of (B)(6) 2018, both events have resolved. Concomitant devices: vivigen (part: unknown, lot: unknown, quantity: 1cc); acf spacer-lordotic 7mm, part: 017207, lot: 00514025521027, quantity: 1); acf spacer-lordotic 7mm, part: 017207, lot: 00514025521028, quantity: 1); acf spacer-lordotic 7mm, part: 017207, lot: 00616061301055, quantity: 1). This report is for unknown spine screws. This is report 2 of 2 for (B)(4) and will capture the swelling in the neck. The patient¿s difficulty swallowing is captured in (B)(4).